Event description:
It was reported that pump alarm 31 occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in loading a new cartridge following proper techniques and was able to successfully resume insulin therapy.